Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-jan-2025. Investigation summary: bd received three photos and five samples for investigation. One of the customer photos shows a device with dark foreign matter on the IV shield of the device. Additionally, the five customer samples underwent visual inspection for foreign matter. All the samples passed testing as there was no foreign matter on the device shields or in the packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder mold was found on 83 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder mold was found on 83 devices. No adverse impact was reported regarding the patient or user.